Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a very calcified peroneal artery. A 300cm v-14¿ controlwire® guide wire was advanced through the vessel however, the device became stuck and a little piece of the tip of the guide wire broke off in the middle- sized branch of the anterior tibial artery. The physician tried to snare the detached tip but it was too small for snare to open so the physician pushed to a smaller side branch and left the detached tip. The flow was not limited in any way. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).